Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a c.r.e. Wireguided balloon dilatation catheter device was used during an esophageal dilatation procedure performed on (B)(6), 2010 ((B)(6); gender and weight unknown). According to the complainant, during the procedure, the device was advanced through the scope and inflated to 3atm. It was at this time that the balloon ruptured. Follow up indicates that nothing detached inside the patient. The procedure was successfully completed with another c.r.e. Wireguided balloon dilatation catheter. There were no complications as a result of this event. The patient was reported to be in good condition at the conclusion of the procedure.

Event description:
The customer stated results have not been reproducible on the axsym rubella igg assay. A patient generated a positive result of 30.00 iu/ml but a second sample from this patient was negative with a result of 0.0 iu/ml. The initial sample was retested and yielded a negative result of 0.0 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - a review of the complaint data was performed to assess the performance of the assay. The customer resolved the variation in qc and patient results by switching to a new reagent pack. The issue was believed to be due to contamination of the reagent pack. A review of the complaint data was performed to assess the performance of the assay and no systemic issues were identified. The axsym system operations manual contains information regarding erratic, discrepant or imprecise results. Based on the results of this investigation, axsym rubella igg reagent lot 76725m100 is performing as intended and no additional product issues were identified.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.